Manufacturer narrative:
Date rec'd by MFR: 05/11/2019. The service technician replaced the flow sensor and power switch over lay to address the reported problem. Root cause: failure analysis on the returned flow sensor shows that the defective u1 on the o2 flow sensor pcba created the air/ o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Philips field service engineer (fse) reported a led indicator faulty, and a oxygen flow accuracy faulty. No patient/user harm reported. Event date not specified; estimate used.